Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the cable. The green wire from the connector s202 to the x-axis home sensor was disconnected. The fse replaced the bent nozzle and replaced the lead wire assembly. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the broken cable (B)(4).

Event description:
On (B)(6) 2015, a customer reported error 4004 turntable slip on the aia-360 instrument. The customer the customer was advised to manually move the turn table; the table turned in one direction but was not functioning in the other direction. The customer is unable to run patient samples on ckmb and troponin. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ckmb and troponin. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.